Event description:
It was reported that the patient was not getting adequate therapy due to impedance issues on several contacts of the lead. Programming was able to get coverage. As a result, surgical intervention occurred on (B)(6) 2022 and the lead was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.